Event description:
It was reported that the pt underwent an unspecified abdominal surgical procedure in 2000. The pt was discharged 2 days later with a suprapubic catheter in place. Five days later the pt presented to the ER with symptoms of a post operative infection, and a second surgery was subsequently performed.